Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging there were black lines appearing across her onetouch basic enhanced meter's display. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged issue began on (B) (6) 2010 (time not specified). The cca noted that the patient manages her diabetes with insulin. As a result of the alleged issue, the patient claimed she could not test her blood glucose and estimated how much insulin to administer based on her feelings. Sometime after the alleged issue began, the patient reported that she developed symptoms of dry mouth and increased urination. It is not known how much time elapsed between when the alleged issue started and when the patient developed the symptoms. In response to the symptoms, the patient claimed she treated self with unspecified amount of novolin insulin. At the time of troubleshooting, the customer care advocate noted there was no known trauma to the subject meter. Replacement products were sent to the patient. This complaint is being ruled-out as reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.